Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and penumbra coils. During the procedure, the lantern broke after placing the last coil. It was reported that two halves of the lantern were connected and the lantern was removed by pulling out. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section b. Box 3. Date of event evaluation of the returned lantern confirmed a fracture and revealed kinks near the fractured location. If the lantern is manipulated at extreme angles during use, damage such as kinks may occur. Further manipulation of the kinked device may result into a fracture. Further evaluation of the device revealed that the distal shaft was ovalized in multiple locations. Based on the reported event, this damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder